Event description:
Narrative from staff: during the case, the surgeon was using the ligasure maryland retractable l-hook sealer/divider ref# (B)(4) and the l-hook was no longer able to be retracted the whole way and could no longer be used. A new device was obtained, and the surgeon was able to proceed with the case.